Manufacturer narrative:
Evaluation summary: evaluation of the device confirmed the reported problem. Visual inspection revealed corrosion on the motherboard, power supply, and the speech board. The device was repaired by cleaning the corrosion from all integrated circuits, connectors, and cables. The device was then reassembled, tested and found to perform in accordance with its specifications.

Event description:
Screen is blank, unit makes a clicking noise, and will not function. Found during morning set. There was no pt involvement.